Event description:
International affiliate reports bone sclerosis was noted at vertebral body. The bone was too hard to be bored only by 6mm tap. The surgeon used smaller tap (5mm) at first and then used bigger tap (6-7mm) to bore a bone step by step. After the tap was inserted at the depth of 30mm, the tap was broken inside the bone when the tap was rotated inversely to be pulled out. Because this surgery was minimally invasive, three screws had been inserted through the skin. To remove the broken tap, the surgeon scraped the bone using a chisel and air tome. After the broken tap was removed using a screw extractor, the screws were implanted to complete the case. The surgery was delayed by 3 hours.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The viper2 self drilling tap was returned with the broken tip sectioned off and molded into a plastic cylinder. A review of the device history record (DHR) found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis found no emerging trends. Although the root cause of the tip breakage cannot be positively determined, results of a scanning electron microscopy (sem) analysis performed on the fractured surfaces by the international affiliate¿s outsource investigator show a crack along the longitudinal direction of the drill starting point unit side. It is estimated that the condition was caused by the influence of excessive rotational torque resulting in a ductile fracture. No corrective action/preventive action (CAPA) is required as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.